Event description:
Philips received information that the customer reported that the customer reported the table sets itself on to the gantry while it's being lowered. There was no report of harm to the patient or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).